Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was programmed with multiple bolus deliveries and all boluses delivered properly their indicated amounts and were properly recorded in the daily history. The pump was received with a scratched case, a pillowing keypad overlay, a stained keypad overlay, a fading serial number label and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed insulin flow blocked several times. The customer changed the infusion sets and reservoirs from different boxes. The insulin pump alarmed insulin flow blocked again after troubleshooting. Customer's blood glucose level was 5 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.